Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the ins was programmed the clinician programmer didn't coincide with what the patient was feeling. On group a they weren't feeling stimulation at all and they were told to stay on group a for 48 hours. The patient reported on group b they felt numbing down their whole leg instead of their sacral nerve area, the area they were implanted for. They were feeling stimulation on group b but the stimulation didn't resolve their pain. They were in a car accident and had ankle problems but group b was interfering with the issue because the numbing sensation went all the way down to their foot. They had to turn the stimulation off because it was making their leg go numb. The patient also mentioned complications after the surgery and said that they went to the ER because of a high fever, chills, and their pain not being managed. They also mentioned they had to adjust and cut the recharging belt but even if they made it as tight as possible, the belt was not tight enough and didn't allow for the recharger antenna to make good contact because the recharger was so large and the small of their back was so small. Once the patient had to stop charging the ins to charge the controller and then had to finish charging the ins; they had to spend 2 hours and 40 minutes charging the ins because the controller needed to be charged as well. The patient thinks they will need to charge the ins more than once per day. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is stated that the device never worked, and she wanted to get it taken out, and then analyzed by the lab once it is explanted. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's ins was getting removed in late (B)(6). The rep reiterated that the patient had symptoms that they did not have prior to implant including anxiousness and headaches and did not want to try reprogramming. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient had additional pain from the device and how it was implanted since (B)(6)2018. The patient couldn't turn their therapy on because it caused them additional pain. They had multiple reprogramming sessions with representatives but nothing worked. The patient's therapy had been off for the past 4 months. The patient received minimal pain relief at best post-implant and it was noted that they had great pain relief during their trial. The patient had an appointment and wanted to discuss having the device removed. No further complications reported.